Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Corrections were made to the following fields due to inadvertent errors in the initial report: -b5 -h6 medical device problem code (remove 3005 - output problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus technical assistance center (tac) performed troubleshooting with the customer and the e315 error was resolved by reseating the maj-1933 cable resolved the issue. Based on the results of the investigation and the information provided, root cause is consistent with a connection problem however, the specific cause of the connection problem could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an e315 incompatible scope error was observed on the video system center. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an e315 incompatible scope error, including output problem errors e316 and e405, were observed on the video system center. The issue occurred during an unspecified procedure. There were no reports of patient harm.